Event description:
It was reported that the lead perforated the patient through the apex of the heart and through the pericardial sac. A thoracotomy was performed and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.